Event description:
Procedure type: inguinal hernia repair. According to the reporter: the surgeon could not make much space with the dissector. The case was made more difficult by the pt's anatomy since the rectus was fused to the peritoneum in the midline and the pre peritoneal space could not be opened properly. Procedure was converted to open. Or time was extended, but it is not known by how long. No pt injury was reported. Additional information was not available.